Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who had been off therapy for several weeks, attempted to reconnect the ilet system and received an ¿unable to proceed¿ alert during the fill tubing process, consistent with an occlusion and complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a complete blockage localized to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.